Manufacturer narrative:
Implant and explant dates: if explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the doctor noticed a film on the intraocular lens (iol) prior to insertion. As a result of follow up it was learned that the iol was fully inserted and was removed. There was no vitrectomy, no incision enlargement, no serious patient injury however one suture was required. The procedure was completed successfully using backup lens with same model and diopter size no additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 7/14/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned for evaluation. The lens returned was cut in half. Loose fibers/particles were observed on the lens piece which is related to the handling of the unit out of a sterile environment. The return indicates that the lens was in the patient¿s eye; it was returned with potentially blood and dried viscoelastic solution. One of the haptics was returned detached and distorted. The reported film and/or debris could not be identified. Due to the conditions of the lens, it could not be sent for further analysis. The complaint issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests have been received for this order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.